Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700, model: m365sc2218700, serial: (B)(4), batch: 16348431.

Event description:
It was reported that the patients pain was not improved. It was also reported that the patients lead had high impedances. The patient underwent a lead replacement procedure and patient was doing well postoperatively with good coverage and relief.

Event description:
It was reported that the patients pain was not improved. It was also reported that the patients lead had high impedances. The patient underwent a lead replacement procedure and patient was doing well postoperatively with good coverage and relief. Additional information was received that the patients explanted lead will not be returned as facility does not release explanted product for return.